Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was doing pilates at the time of the shock. Technical services discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.